Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified; weight within specification, deformation. After autoclave cycle was identified: cloudy gel. Based on the device analysis the final assessment is: no openings found. No issues found related with the manufacturing process.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side "rupture". The device remains implanted.